Manufacturer narrative:
Due to character restrictions in block e1 event site telephone number is (B)(4). Updated fields: b4 , e1(initial reporter, event site address, event site city), e2,e3, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on-site inspection and maintenance procedure testing, all pneumatic tests passed normally, and the balloon connection test was normal. After communicating with the customer, it was learned that the device was not using the original balloon. It was initially determined that the alarm was caused by the balloon. To ensure safety, the customer has been informed to replace the original balloon for use.

Event description:
N/a

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) the device frequently displays an error message "iab loop leak" during use. The customer replaced the spare machine and there were no casualties.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.